Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. Pump received with cracked display window, cracked case at display window corners, missing reservoir tube o-ring and broken reservoir tube lip. The reservoir tube lip completely broken off and the test reservoir will not click or lock in place). Pump had no missing segments or partial display noted.

Event description:
The customer reported via phone call that the insulin pump reservoir is falling out of the compartment and the reservoir cannot stay in. The customer's blood glucose reading was in the 200's mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.